Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The power supply board was replaced to correct the reported issue. Patient information could not be obtained due to country privacy laws. Incident date: the incident date was not provided. Unique identifier: (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. (B)(4).

Event description:
The hospital reported a malfunction resulting in the loss of mechanical ventilation. The device was restarted and the case was resumed. There was no report of patient injury.